Manufacturer narrative:
Concomitant products 5076-52 lead implanted: (B)(6) 2005. The initial reported event of lead fracture and associated complaints was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to a sudden jump in lead impedance with the right ventricular (rv) lead. In addition, high thresholds and oversensing were exhibited, and a lead fracture was suspected. Reprogramming was performed and the rv lead remains in use. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.